Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the right atrial (ra) lead was noted to exhibit high out of range pacing impedance and noise oversensing. During the lead revision procedure, the physician noted that the header of the pacemaker was defective and exhibit high pacing impedance when a new lead was connected. The pacemaker was explanted while the ra lead was capped, and both were replaced on (B)(6) 2025. The patient was in stable condition.